Event description:
A healthcare facility in texas reported via a fisher & paykel healthcare (f&p) field representative that the luer connector port on the dry line tube component of a rt132 infant continuous breathing circuit was left open while in use on an infant. This resulted in oxygen saturation fluctuations, including a desaturation to 74% spo2. There was no further patient consequence reported after the luer connector port was closed.

Manufacturer narrative:
(B)(4). Method: the complaint rt132 infant continuous flow breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported that the luer connector port on the dry line tube component of a rt132 infant continuous breathing circuit was left open while in use on an infant. This resulted in oxygen saturation fluctuations, including a desaturation to 74% spo2. There was no further patient consequence reported after the luer connector port was closed. Conclusion: without the complaint device, we are unable to assess for any defects or deformities that could have contributed to the reported event. However based on the information provided by the healthcare facility, the leakage was most likely due to the luer port on the dryline being left open. All rt132 infant continuous flow breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt132 infant continuous flow breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Manufacturer narrative:
(B)(4). The complaint rt132 infant continuous flow breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in texas reported via a fisher & paykel healthcare (f&p) field representative that the luer connector port on the dry line tube component of a rt132 infant continuous breathing circuit was left open while in use on an infant. This resulted in oxygen saturation fluctuations, including a desaturation to 74% spo2. There was no further patient consequence reported after the luer connector port was closed.